Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that there were error codes displayed on the clinician programmer when the patient's pump was inquired during an appointment. Several troubleshooting attempts were made but were unsuccessful in clearing the displayed error codes. The patient has not been through an MRI, CT, or cat scan. It was reported that the patient experienced dizziness and a lack of pain relief in the weeks leading up to the appointment.